Manufacturer narrative:
The product will not be returned, so therefore unable to investigate the root cause of this event. The manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility in the united kingdom reported the cutter stopped cutting. The surgeon released and reapplied the pedal and the cutter restarted for a few seconds and then stop again. This repeated as the surgeon came on and off the pedal. When the cutter stopped it continued to aspirate. This resulted in a prolonged procedure time between 0 and 15 minutes; the exact time was not recorded. No additional anesthesia was required. There was no patient impact.